Event description:
It was reported that the customer has passed away in a hospital. The cause of death was diabetic coma. The customer's blood glucose at the time of death was 1300 mg/dl. The customer was hospitalized on (B)(6) 2014 due to stomach issues. The customer was not wearing the insulin pump at the time of death; it was disconnected from the customer one week prior to death. The caller did not know if the customer used sensor and if he was wearing a sensor at the time of death. The customer's last recoded blood glucose in the glucose meter was 600 mg/dl. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. No data analysis could be performed because the insulin pump was received with no battery in the battery tube.